Event description:
It was reported that an ilet pump¿s touchscreen cracked when the user accidentally dropped the device while placing it into a new case, and the device remained functional though no longer watertight. Symptoms included no reported impact on blood glucose. Outcomes included shipment of a replacement device, user instruction to shut down the damaged ilet, guidance to back up therapy if needed, and provision of a return shipping label. Investigation included user interview and assessment of device condition and continued functionality. Investigation of this device revealed damage to the touchscreen component consistent with accidental physical impact, with no evidence of device malfunction affecting therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.